Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. If a leak in the backform is undetected at routine pre-insertion flushing, the catheter could leak during use and need to be removed/ exchanged for a new one. This could be done over a guidewire with minimal delay in therapy, and would not require a new venous access. These catheters, however, are used in pediatric patients, who have a lower threshold for brief interruptions in therapy or minor amounts of bleeding than adult patients. This results in a higher potential for an injury to occur. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that blood leakage occurred on the second day of use with the pediasat oximetry catheter. The patient was an 8 month old male having surgery for ebstein¿s anomaly. Leakage was not observed during surgery or on the day after the surgery; however, blood leakage was confirmed when the customer checked the catheter in the morning of the following day. It appeared that the optical module line had detached from the catheter leading to leakage. The catheter was immediately clamped and the leakage was stopped. The catheter was removed from the patient. Treatments such as blood infusion were not necessary, and there were no patient complications reported. Other patient demographic information requested but unavailable.